Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported receiving a reading of 147 mg/dl from his precision xtra blood glucose meter, which was lower when compared to the hcp meter. Customer also reported getting into a car accident after receiving his reading and he suffered with cuts and scratches. Customer further reported losing consciousness afterward. Paramedics were called and they obtained a glucose reading with their hcp meter which was 300 points higher than customer's meter reading. Customer stated that he was given oxygen. Customer was then taken to a health care facility where he was diagnosed with severe hyperglycemia and treated with insulin and cat scan was also performed. There was no report of death or permanent impairment associated with this event.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced failure code 810:11, which interrupted delivery. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. The user interface module master software version is 6.13.90, which is classified as remediated. No additional information is available.

Manufacturer narrative:
The requested products were not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed. This is a final report.